Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and migration.

Event description:
Healthcare professional reported right side "device migration/implant malposition, ptosis". The device was explanted and replaced. The device will not be returned.